Event description:
Before a thrombectomy case, a penumbra neuron max was opened. When the dilator was introduced into the neuron max it became apparent that the dilator tip was compromised in several areas. It was not possible to pass the guide wire through the lumen of the dilator. Product did not enter the patient and another neuron max was used.

Manufacturer narrative:
Result: the dilator appears to be damaged at the distal tip approximately 0.4 cm, and 1.0 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the dilator was compromised in several areas all at the distal tip. Upon evaluation it appears that the distal tip of the dilator was damaged. Units are 100% visually inspected during packaging therefore it is unlikely that this damage was present before the device was removed from the packaging. The cause of the damage cannot be directly determined from the description of the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.